Event description:
The customer originally returned his olympus tracheal intubation fiberscope due to an angulation issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the coating on the serpentine tube was peeling. This report is being submitted to capture the peeling coating found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user¿s report was confirmed. The angle was insufficient due to the angle wire having been elongated. Additionally, as noted, the coating on the insertion serpentine was peeling off. Water tightness had been lost. There were wrinkles in the insertion part. Stains were found on the insertion guide bundle. Scratches were presenting on the insertion tube, the angle lever, and the light guide cover. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that stress of repeated use, external factors, or handling caused the event. Olympus will continue to monitor field performance for this device.